Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was an error code displayed, not sure what number, hand activation device did not activate after error code. Case was completed with another device of the same product code. There was no reported pt consequence and 1 device is being returned.